Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of distal tip detached. Investigation results: a visual examination of the complaint device revealed that the distal tip was detached and not returned with the device. A functional analysis was unable to be performed due to the condition of the returned device. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon popped as it was being inflated to 18mm. The procedure was completed with another cre fixed wire balloon. No complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the distal tip detached, therefore, this is now an MDR reportable event.